Event description:
No additional information

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard bc from lot number 4325722. The unit was received retracted and with the catheter separated from the device. No needle cover was provided. A microscopic analysis was performed and no damages to the cannula or the catheter were discovered. The cannula was placed back into initial position and the button activated. The unit retracted instantly and no damages or delays were discovered. The unit met specifications and no issues were discovered with the button during activation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autog bc safety mechanism did not work. The following information was provided by the initial reporter: safety device on IV needle wouldn't deploy. Event date: 3/31/2025. Was there injury? No, error occurred but did not reach the individual.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.